Event description:
It was reported that the patient was admitted on (B)(6) 2019 for a driveline infection. A CT scan showed a superficial driveline infection. The patient was on intravenous antibiotics cefepime and vancomycin to treat the infection. Culture results were pending at that time. Multiple requests were sent for more details, however no additional information was received.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years, 1 month. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(4) additional information on 28feb2019 that the patient will be admitted for driveline infection, patient left clinic and noted that they will look into the patient status updates and serial numbers once admitted. No further information was received.